Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric procedure, the device does not shoot the charge. New device opened to complete the procedure. There was no patient injury.